Event description:
During baxter's initial eval of a spectrum pump, it was discovered to falsely alarm for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate this event. When the investigation is completed, a supplemental report will be submitted.